Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to chest pain. Information received on the remote transmission was reviewed by qualified personnel. The remote transmission indicated that there was possible inappropriate shock therapy from the implantable cardioverter defibrillator (ICD) for at/af (atrial tachycardia/ atrial fibrillation) with rapid ventricular rates (rvr) in the programmed fast vt (ventricular tachycardia) zone. The ICD remains in use. No further patient complications have been reported as a result of this event.